Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be provided as it becomes available.

Event description:
During a call for an unrelated alarm with baxter's technical service (B)(4) on (B)(6) 2011 the home patient (hp) stated he did not do therapy last night due to being in hospital. On (B)(6) 2011, baxter (B)(4) pharmacovigilance followed up with patient. The patient mentioned hospitalization was not due to baxter's pd solutions or devices. He reported that he had blood pressure issues, and "complications in belly" - peritonitis. The patient was in the hospital and given antibiotics for the peritonitis for about a week. The patient mentioned pains and cramping are now gone and he is feeling better. The patient was taken off cycler (apd) and is now on capd. No further information was available.